Event description:
The customer reported that the insulin pump alarmed motor error followed by another error. The customer mentioned that the device was exposed to an MRI. Explained to the customer for future references to discontinue use of the insulin pump while having a medical procedure. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the displacement anomaly.